Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, it was noted that the right ventricular lead exhibited high capture thresholds. The lead could not be repositioned due to helix retraction issue. The lead was explanted and replaced. The patient was in stable condition before, during, and post-procedure.